Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-aug-2021. The most recent information was received on 19-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pain in extremity ("hands pain"), arthralgia ("joint, shoulder, hips pain"), vaginal haemorrhage ("vaginal bleeding"), epistaxis ("nose bleeds"), visual impairment ("vision disorder"), dry eye ("dry eye"), vertigo ("vertigo"), loss of consciousness ("loss of consciousness"), syncope ("fainting"), feeling drunk ("feeling of drunkenness"), alopecia ("significant hair loss"), abdominal pain upper ("continuous gastric pain"), renal pain ("kidney pain"), back pain ("recurrent lower back pain."), loss of libido ("los of libido"), urinary incontinence ("urinary loss"), depression ("depressive state") and negative thoughts ("recurrent black ideation"), 6 months 3 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant) and gastric disorder ("gastric problems"). Essure treatment was not changed. At the time of the report, the abdominal pain, pain in extremity, arthralgia, vaginal haemorrhage, epistaxis, visual impairment, dry eye, vertigo, loss of consciousness, syncope, feeling drunk, alopecia, abdominal pain upper, renal pain, back pain, loss of libido, urinary incontinence, depression, negative thoughts and gastric disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, alopecia, arthralgia, back pain, depression, dry eye, epistaxis, feeling drunk, gastric disorder, loss of consciousness, loss of libido, negative thoughts, pain in extremity, renal pain, syncope, urinary incontinence, vaginal haemorrhage, vertigo and visual impairment with essure. The reporter commented: since 30 april (unknown year) she have had unexplained gastric problems, abdominal pain. She was convinced that the essure device is harmful for her health and her wellbeing. She also reports she have done yoga for 12 years diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pain in extremity ("hands pain"), arthralgia ("joint, shoulder, hips pain"), vaginal haemorrhage ("vaginal bleeding"), epistaxis ("nose bleeds"), visual impairment ("vision disorder"), dry eye ("dry eye"), vertigo ("vertigo"), loss of consciousness ("loss of consciousness"), syncope ("fainting"), feeling drunk ("feeling of drunkenness"), alopecia ("significant hair loss"), abdominal pain upper ("continuous gastric pain"), renal pain ("kidney pain"), back pain ("recurrent lower back pain."), loss of libido ("los of libido"), urinary incontinence ("urinary loss"), depression ("depressive state") and suicidal ideation ("recurrent black ideation"), 6 months 3 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant) and gastric disorder ("gastric problems"). Essure treatment was not changed. At the time of the report, the abdominal pain, pain in extremity, arthralgia, vaginal haemorrhage, epistaxis, visual impairment, dry eye, vertigo, loss of consciousness, syncope, feeling drunk, alopecia, abdominal pain upper, renal pain, back pain, loss of libido, urinary incontinence, depression, suicidal ideation and gastric disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, alopecia, arthralgia, back pain, depression, dry eye, epistaxis, feeling drunk, gastric disorder, loss of consciousness, loss of libido, pain in extremity, renal pain, suicidal ideation, syncope, urinary incontinence, vaginal haemorrhage, vertigo and visual impairment with essure. The reporter commented: since 30 april (unknown year) she have had unexplained gastric problems, abdominal pain. She was convinced that the essure device is harmful for her health and her wellbeing. She also reports she have done yoga for 12 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.